Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a colostomy takedown procedure, there were no staples in stapler but the knife blade cut. Patient had to be sutured together, but there wasn't enough tissue left to reattach the patient ended up with a new ileostomy bag. There was patient injury. There was unanticipated tissue loss. The surgical time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one visual inspection of the cartridge revealed that the reload was fully fired and the anvil clamping mechanism was deformed. Engineering evaluated the radial reload and confirmed the presence of staple strikes on the anvil. The presence of these staple strikes is indicative that staples were deployed during the firing and that the cartridge assembly was loaded prior to firing. Functional testing of the radial reload found no abnormalities. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur when firing over tissue that is beyond the recommended thickness range or when firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.